Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient on a cobas e 801 analytical unit compared to an abbott alinity analyzer. The initial result was 4.21 coi (reactive). A second sample was collected from the patient and the result was 3.87 coi (reactive). The first sample was repeated and the result was 4.47 coi (reactive). A patient sample was tested on an abbott alinity analyzer and the result was negative. A pcr test was also performed and the result was negative.

Manufacturer narrative:
The analyzer serial number is (B)(6). All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. The investigation did not identify a product problem. The root cause of the event could not be determined. The elecsys hiv duo assay performs within specification. False reactive results may occur in elecsys hiv duo as the labeled specificity of this assay is less than 100%.